Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the foreign material that remained in the device. Based on the results of the investigation, it is likely that a high energy endo therapy accessory such as a laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope; however, a definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: event 1: reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ section 5.5, ¿manually cleaning the endoscope and accessories¿. "Clean the external surface¿ describes how to inspect that stain was removed after cleaning. Event 2: operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle and burns on the tip cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.